Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 389033, lot# j0313891v, implanted: (B)(6) 2003, product type: lead.

Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) worked for about ten years before it was determined by a manufacturer representative that the system had ¿failed¿ and only one of their two leads were working. The patient stated that their ins battery was dead now, but they were pleased that it lasted longer than originally expected. The patient was to follow up with their healthcare provider (hcp). No patient symptoms were reported and there were no complications. Indication for use is failed back surgery syndrome.